Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The aortic neck was 3 cm in length and it tapered from 26 to 24 mm in diameter. It was severely angulated anteriorly to the right. The distance from the renal arteries to the bifurcation was 14 cm. The iliac arteries were 26 mm in diameter bilaterally. It was reported that the physician elected to implant an aneurx first; however, upon deployment it slipped down (ref MFR # 2953200200700245). The decision was made to implant an aneurx flared limb stent graft 18 x 24 on the ipsilateral side (left) to aid in anchoring the bifurcated device distally, then proceeded by implanting an aortic cuff proximally. It was reported that the aortic cuff was implanted too low (ref MFR # 2953200200700246). Therefore, a second aortic cuff of the same size was implanted; however, it covered a renal artery. The decision was made to perform a surgical conversion. The patient tolerated the procedure well and is doing fine. No additional clinical sequelae were reported.